Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(6). Event occurred in (B)(6) 2016. (B)(4).

Event description:
It was reported that a respiratory therapist observed a patient in transitional care unit disconnect themselves from the ventilator circuit twice "within several minutes of each other" and pulled the 15mm adaptor off the tracheostomy tube. The patient requires a tracheostomy tube in place for breathing, however, the patient can tolerate small periods of time off the ventilator while on a heat moisture exchanger. The 15mm adaptor was unable to be placed back on the tracheostomy tube, therefore requiring a tracheostomy tube replacement each time this happened. It was reported that this was the initial use of each of the tracheostomy tubes. The first time the tracheostomy tube was replaced, it was replaced with another custom tracheostomy tube. The second time the tracheostomy tube was replaced with a "regular" tracheostomy tube. The patient's nurse, "supervisor" and physician came to the decision that going forward, the patient would use a bivona ® 5.0mm cuffless tracheostomy tube. No further adverse health outcomes were reported. See MFR: 3012307300-2016-00503, 3012307300-2016-00551.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Additional information was received regarding the reported issue. According to the reporter, the patient disconnected the reported device by forcefully pulling on the device. The reporter stated that the patient was agitated at the time of the reported event.